Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. Additional information regarding explant details were not provided. A review of the device history record was completed and no anomalies were noted. This is the final report.

Event description:
The recipient's device was reportedly explanted. The recipient was reimplanted with another advanced bionics cochlear device.